Event description:
A customer reported that an ophthalmic operating console presented problems with no irrigation during irrigation and aspiration (I/a) mode of a surgery. It was stated that possibly the issue was caused by a blockage in the irrigation line or a defective setting of the sleeve. The procedure was completed successfully by replacing the I/a handpiece. There was no patient harm. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service record relevant to the reported complaint was found. The company representative was able to resolve the reported event remotely with the customer. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).